Manufacturer narrative:
Case involves a medical event that is associated with a training issue. Therefore, no product investigation will be done, thus this is a final report.

Event description:
Customer's daughter called customer service to receive training in how to calibrate her mother's freestyle blood glucose meter and how to do control solution testing. She also reported that in 2009, her mother fell and broke her hip requiring surgical repair and rehabilitation. The only symptom reportedly experienced by the customer was that she had to urinate. It is unknown if the customer experienced a loss of consciousness as she was alone at the time of the fall, but managed to get to the door to call for help. Paramedics were summoned and they transported customer to a local hospital. It is unknown if the customer received a diabetes-related diagnosis. A follow-up call to the daughter revealed the customer recently switched to prandin, though it is unknown if the change in medication occurred prior to or after the medical event. It was also revealed that the meter had not been calibrated. There was no report of death or permanent injury associated with this event.